Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin had buttons unresponsive. Customer stated that the act button not working correctly. Customer's blood glucose was 406.80 mg/dl and treating with syringe. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump up arrow button did not respond due to corroded keypad trace. Insulin pump was unable to verify auto off alarm due to no button response. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.